Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for unknown interstim therapy. It was reported that the patient was experiencing uncomfortable stimulation. The patient stated the anesthesia was wearing off, stimulation was uncomfortable, and it had ¿hurt like hell¿ when they coughed or any time they moved. It was like it ¿double-shocked or super stimulated¿ the patient. The patient mentioned they had just gotten over the flu. The patient stated they needed to catch up on sleep from having the wake up early for the surgery and the stimulation issues were not letting them. The patient reported being unable to communicate with the patient programmer (pp). It was confirmed the ins was on and the patient was able to successfully sync. The patient was then able to decrease stimulation to a comfortable level. Patient lowered form 1.2 to 0.7 and reported comfortable stimulation, and it was not shocking them like it had been. There were no further complications reported.

Manufacturer narrative:
(B)(4) should have been added to original reg report. If information is provided in the future, a supplemental report will be issued.